Manufacturer narrative:
Evaluation of the returned device found no problem with the procedure sheath. No cracks were observed, and the sheath was purged with water using a syringe. No leaks were observed. Therefore, the most probable root cause for this complaint is not confirmed. Although the failure mode was unable to be duplicated during testing conditions, the event remains MDR reportable as it could not be confirmed the correct procedure sheath was returned for analysis.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Note: the event and procedure date are unknown. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure (patient ID, age, and weight are unknown). According to the complainant, the physician noticed the sheath was cracked and leaking after insertion into the patient. The sheath was replaced prior to heating the saline, and the procedure was successfully completed using the second sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
Note: the event and procedure date are unknown. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure (patient ID, age, and weight are unknown). According to the complainant, the physician noticed the sheath was cracked and leaking after insertion into the patient. The sheath was replaced prior to heating the saline, and the procedure was successfully completed using the second sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."